Event description:
It was reported the patient was unable to activate stimulation due to the minus button being stuck. The patient attempted to troubleshoot the issue to no avail. A replacement programmer was sent to the patient and resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.